Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that patient was experiencing a loss of therapy and return of tremors that started the previous week; they added they saw an error code 2703 on their programmer. The manufacturer representative (rep) checked the patient before and did not observe anything at that time that was concerning, with impedances in the 800 ohms range and amplitudes of 6ma. Rep plans to meet with patient again and interrogate system and potentially pull logs. The manufacturer representative provided additional information indicating that the cause of the issue was not determined. Impedance testing initially showed values within expected range with contact 8 slightly above 800 while therapy was active. On subsequent evaluation the patient was not receiving therapy and contact 8 measured above 9,000. The impedance issue remains; however, therapy was restored by reprogramming to contact 9. The information was confirmed and provided by the physician.